Event description:
Information received from the field notes that during a routine follow-up, the patient had no complaints, but bipolar lead impedance was 287 ohms and unipolar impedance was 338 ohms. Pacing and sensing were "ok" in both polarities. The sensing threshold decreased and then increased after the patient performed arm movements and isometric excercises. An insulation fracture was noted on x-ray. Therefore, the device was replaced.